Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia when no insulin was delivered overnight; internal log review indicated the pump was rewound in the evening and subsequently ran out of insulin, with a supply change completed later, while the user believed insulin had been suspended for low glucose and not resumed until morning. Symptoms included high blood glucose with a reported peak in the low 300s and alerts for prolonged hyperglycemia. Outcomes included no ketone testing, no back-up therapy use, no need for assistance, and no medical intervention or hospitalization. Investigation included review of device logs and user interview. Investigation of this case revealed insulin depletion overnight following a pump rewind, consistent with reported elevated glucose, with no evidence of occlusion or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-reported sequence differing from device records. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.